Event description:
One piece of particulate was seen in the patient's eye during post-operative evaluation following a cataract extraction procedure using a phacoemulsification handpiece. The pt is not experiencing any adverse reaction.